Manufacturer narrative:
The pod was received fully deployed. The exposed portion of the soft cannula was kinked. A leak was found on the soft cannula where the formed needle poked through. It could not be determined when this damage occurred or if this damage affected the ability of the device to deliver insulin while the pod was worn. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad. Although no issues were noted, it could not be conclusively determined from the returned adhesive pad whether it failed to adhere while the device was worn. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose levels reached over 400 mg/dl while wearing the pod longer than 48 hours on the abdomen. Patient reported bg remained high despite the delivery of several correction boluses. As treatment, a new pod was applied and 2 boluses were delivered. The patient's blood glucose, carbohydrate, and insulin history are as follows: time: 8:00pm, bg(mg/dl): 198; bolus(u): 8:16pm, 228; 8:39pm, >300; 9:40pm, >400; 10:00pm, >400 (pod replaced, 2 boluses delivered); 11:32pm, 382; 12:00am, 315; 2:00am, 184.